Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device found the sheath to be separated approximately 40cm from the check-flo. Approximately 6cm of the coil was exposed and the sheath material, at the separation point, is severely deformed. The sheath material shows elongation near the separation point as well as ductile separation. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number.

Event description:
It was reported by the user facility that a patient underwent an arteriogram with lower extremity intervention / atherectomy procedure. The attending physician attempted to remove the introducer when it began to separate coming over the bifurcation. No pieces from the broken introducer were left in the patient nor did the patient experience any adverse effects or medical intervention due to this occurrence. No further information was provided.

Manufacturer narrative:
The investigation-evaluation for this complaint has been updated. A review of the complaint history, instructions for use (IFU), specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. Inspection of the returned device found the sheath to be separated approximately 40 centimeters (cm) from the check-flo. Approximately 6 cm of the coil was exposed and the sheath material, at the separation point, was severely deformed. The sheath material showed elongation near the separation point as well as ductile separation. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that state: sheath removal: insert wire guide at least 10 cm past the tip of the sheath; insert the introducer dilator over the wire into the sheath; withdraw the sheath and dilator as a unit; remove the wire guide." Based on the available information and the results of the investigation, it is likely that the reported separation may be a result of excessive force by the user upon removal of the device. A definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.